Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the synthes drill was discovered to be broken in two pieces during sterile processing. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that the synthes drill was discovered to be broken in two pieces during sterile processing. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
It was confirmed by the service technician through visual inspection the device was in two pieces. Based on a review of the risk documents, this type of failure is caused by a press fit failure.